Event description:
The user facility for this model 3100a reported disagreement between the setting of an alarm switch and the mean airway pressure at which the alarm would occur. There was no patient involvement.